Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. However,it is observed that healix advance peek anchor with orthocord suture loop was broken and small broken fragment was observed.anchor breakages are typically associated with off axis insertion, levering during insertion,hard bone quality or using incorrect instrumentation for preparing bone hole.the possible root cause for the reported failure could be user mishandling. However the definitive root cause cannot be determined. No nonconformances were identified for this part number, lot number combination per qlik query executed on 5/31/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that the 5.5 healix advance knotless anchor tip broke during the surgery when the surgeon inserted the anchor into the patient's body. It was brand new and first use when the issue occurred. There were no broken fragments in the patient's body. There was no information of surgical delay and no harm to the patient. The procedure date is unknown. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.